Event description:
It was reported that during an unrelated procedure, the left ventricular lead exhibited high thresholds. The lead was explanted and replaced. The patient would continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.